Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - failed to follow therapy steps, where the home patient was connected during setup. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user that connecting the transfer set to the patient line before "connect yourself" appears on the screen may result in iipv, and warns the user that connecting yourself before "connect yourself" can cause air to be delivered to the peritoneal cavity. The guide provides step-by-step instructions for connecting the transfer set to the patient line. The guide also provides step-by-step instructions for properly priming the disposable set, and warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient was connected to therapy during set up and before priming. This occurred during set up of peritoneal dialysis therapy. The patient was connected at the time of the event. Proper procedures were reviewed with the care giver. The technical service representative advised the care giver to start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.